Event description:
The customer reported that out of specification level one human chorionic gonadotropin (bhcg) quality control (qc) results were generated on the access 2 immunoassay system over multiple days. This is report two of five and represents the out of specification level one human chorionic gonadotropin (bhcg) quality control (qc) results generated on (B)(6) 2011. No erroneous patient results were released from the laboratory in connection to the event. There was no death, serious injury or modification to patient treatment associated or attributed to this event. An instrument system check performed by the customer per beckman coulter inc. Recommendations yielded acceptable results. No sample handling/collection information was provided by the customer.

Manufacturer narrative:
Prior to this event, instrument bhcg quality control results had recovered two standard deviations above mean values. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that on (B)(6) 2011, s0 relative light units (rlus) recovered significantly above release data values. An instrument assay calibration using the in-use reagent pack was performed and subsequent assay level one quality control results recovered within customer established specifications however the relative light units (rlus) were still significantly elevated above release data values. Beckman coulter inc. Is currently investigating this issue. A definitive root cause for this event has not been defined to date. Mdrs related to this event: 2122870-2011-03376, 2122870-2011-04551, 2122870-2011-04552, 2122870-2011-04553, 2122870-2011-04554.